Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the motor caused an e8 error to display on the console and would not function. The motor had a damaged hall sensor and exhibited corrosion. This condition is consistent with improper or ineffective cleaning of the equipment, possibly including immersion. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the "pen is damaged" in the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.